Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The display has been damaged due to fluid ingress. There was no patient harm reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.